Event description:
This report summarizes 9 malfunction events in which the device reportedly overheated. - 4 events had no patient involvement; no patient impact. - 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10. 8 events were originally reported for this failure mode during the reporting quarter; however, - 1 event was inadvertently excluded. - 9 reported events are included in this follow-up record. Product return status 3 devices were received. 6 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. 4 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 2 devices were received. 6 devices were evaluated based on historical data analysis. Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.